Event description:
It was reported that "clip was found jamming before use." No patient involvement.

Manufacturer narrative:
(B)(4). Upon review of the investigation report for the returned sample, it was determined that the event does not meet the criteria for reportability. Therefore, the initial MDR submitted on 25 march 2026 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "clip was found jamming before use." No patient involvement.

Manufacturer narrative:
(B)(4).